Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, unexpected battery longevity was observed from the cardiac resynchronization therapy defibrillator (crt-d). It was noted the right ventricular (rv) lead threshold was slightly elevated and the output was decreased to maximize battery longevity. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.